Event description:
It was reported the pump battery will not charge unless cord is plugged in at specific angle. Customer reported that pump needs to be unplugged and plugged back in multiple times to get pump to charge. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.